Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. Upon visual inspection, it was observed that the product showed wear and tear damage to the enclosure, tank cover, front cover, line cord, pole clamp, and the reflux plug. Evaluation testing was able to duplicate the reported problem. The root cause of the reported issue was found to be the defective electronic assembly board. Corrective action included replacing the enclosure, front cover, tank cover, line cord, pole clamp, and the reflux plug. Also upgraded the printed circuit board (pcb) and power switch. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device alarms over temperature. No patient injury was reported.